Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. Upon interrogation, noise was observed and ventricular fibrillation counters counting non-physiologic events following r-waves. A chest x-ray was completed and a fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.